Event description:
Reporter alleged blood glucose measured 429 mg/dl back to back with a result of 136 mg/dl when testing was performed within 2 minutes. No actions or treatment resulted reportedly. A request was made for the return of the suspect device and replacement product was sent.